Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was stated that the ins remain implanted and no plans to take the leads that where left in patient. No further complication noted or anticipated

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1ynf3, implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot#: (B)(4), ubd: 07-mar-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had reported a return of symptoms and the patient saw their health care physician (hcp) for follow-up on an unknown date where an x-ray was completed and showed that the lead had migrated from the original placement. It was noted that the patient denied any falls or injury. An explant of the lead occurred on (B)(6) 2020 and during the explant, the lead was fractured so it was partially removed and replaced. It was noted that the health care physician (hcp) had no further information for the manufacturer company and that there were no further complications reported.